Manufacturer narrative:
This device is expected for return. A supplemental report will be submitted, including final analysis of this device.

Event description:
It was reported that a decrease in the battery longevity of this device was observed. The battery's longevity had decreased by 3.5 years within approximately 12 months time. There have been no changes in parameters or pacing percentages between follow-up visits. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed that this device is exhibiting premature depletion. The device's power consumption has been increasing during the past year, and is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement, and return for detailed analysis. Subsequently, this device was explanted and replaced, and is expected for return. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that a decrease in the battery longevity of this device was observed. The battery's longevity had decreased by 3.5 years within approximately 12 months time. There have been no changes in parameters or pacing percentages between follow-up visits. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed that this device is exhibiting premature depletion. The device's power consumption has been increasing during the past year, and is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement, and return for detailed analysis. Subsequently, this device was explanted and replaced, and is expected for return. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
This device currently remains implanted. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that this device is exhibiting early battery depletion behavior. A decrease in the battery's longevity of 3.5 years occurred within approximately 12 months time. There have been no changes in parameters or pacing percentages between follow-up visits. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed that this device is exhibiting premature depletion. The device's power consumption has been increasing during the past year, and is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement, and return for detailed analysis. This device currently remains implanted and in service. No adverse patient effects were reported.